Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. The unit was also found with moisture damage in the motor. The device had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
It was reported that the insulin pump was dropped into water, and moisture is visible in the display and in the case. The customer's blood glucose levels were unknown. It was reported that the device is being returned for analysis and replaced.